Event description:
As reported, the distal side of the stent on a 9mm x 40mm precise pro carotid stent system became inverted and heart-shaped when in use. The stent was placed only in the internal cervical area. Calcified lesions, which are said to be a factor in making stents prone to inversion, were not seen in the images. Additionally, since the stent was placed only in the internal neck, it is unlikely that interference from a non-cordis occlusion management device was the cause of the inversion. According to the physician, the only discomfort felt was that it was difficult to retrieve inside the non-cordis occlusion management device, and there was resistance. The procedure was completed as it was. There were no reports of patient injury. The physician would like to know the cause of the inversion and whether there is anything that might cause the stent to get caught when it is stored. No damages were found on the device or device packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The intended lesion was the right internal carotid artery. The target site included some calcified lesions, approximately 30%, and severe stenosis. No damages or anomalies were noted on the device or packaging prior to use in the patient. The user maintained a fixed inner shaft position during deployment. No excess force was applied during deployment of the stent. The user was trained in the use of the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the distal side of the stent on a 9mm x 40mm precise pro carotid stent system became inverted and heart-shaped when in use. The stent was placed only in the internal cervical area. Calcified lesions, which are said to be a factor in making stents prone to inversion, were not seen in the images. Additionally, since the stent was placed only in the internal neck, it is unlikely that interference from a non-cordis occlusion management device was the cause of the inversion. According to the physician, the only discomfort felt was that it was difficult to retrieve inside the non-cordis occlusion management device, and there was resistance. The procedure was completed as it was. There were no reports of patient injury. The physician would like to know the cause of the inversion and whether there is anything that might cause the stent to get caught when it is stored. No damages were found on the device or packaging prior to opening. The device was stored and prepped in accordance with the instructions for use (IFU). The intended lesion was the right internal carotid artery. The target site included some calcified lesions, approximately 30%, and severe stenosis. No damages or anomalies were noticed on the device or packaging prior to use in the patient. The user maintained a fixed inner shaft position during deployment. No excess force was applied during deployment of the stent. The user was trained in the use of the device. The device was not returned for evaluation. 5 images are provided for review and reviewed by an independent physician. The first 3 images are pre stenting cta and angiogram images of the target site. The target lesion is complex with mixed calcified and non-calcified plaque present in the right ica. An eccentric 70-80% soft plaque is the maximum stenosis in the proximal vessel. Despite the clinical report regarding calcium, there is a significant amount of calcium present, especially along the distal margin of the lesion. The last two images are pictures of a computer screen and are hard to interpret. The stent appears to extend from the carotid bulb into the proximal ica. The proximal and mid portions of the stent are fully expanded, and the vessel lumen is widely patent. The distal one third of the stent is clearly abnormal. On the axial view it appears that the anterior wall of the stent has been pulled inward towards the posterior wall. This event involves a patient being treated for right ica stenosis with a precise pro stent. After stent delivery the distal 1/3 of the stent was noted to be deformed. It is not clear to me how this complication could have happened. The only possible explanation that I can surmise involves the treating physicians comment that he/she met resistance upon removal of the distal occlusion device. Did it somehow become ensnared in the distal portion of the stent and then break free? Did the treating physician try to balloon dilate the stent to correct the deformity? There is not enough information and images to make a determination of this event. I would like to see additional images from the stent placement procedure and higher quality images of the post procedure cta. A product history record (phr) review of lot 18308167 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device, the reported customer event ¿stent-damaged¿ could not be substantiated. However, the event ¿stent-incomplete expansion¿ was observed during the image review. The exact cause of this event cannot be determined; however, it may be related to an interaction with the distal occlusion device, which could also explain the difficulty encountered during its withdrawal. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.